Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on force sensor resistor. Prime test, occlusion test, and excessive no delivery test weren't performed due to motor error alarm. The device was tested outside of the device and it passed. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, and stained end cap sticker.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during basal. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.